Event description:
I recently received botox injections in my chin, dysport injections in my forehead and lip filler with a lip flip (botox). This was done on (B)(6) 2024. Within a week I started to experience severe side effects: difficult swallowing, trouble breathing, bad headaches, severe panic attacks, and flu like symptoms. I went to the ER and my blood pressure was 138/99 and I have always had low blood pressure. I still have severe symptoms from botox 18 days later difficulty swallowing, up and down heart palpitations and blood pressure fluctuations and a severe headache.